Event description:
Caller reported a cgm error 42, which persisted even after attempting a pump reset as instructed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and initiated a replacement. Meanwhile, the customer was to use multiple daily injections to ensure insulin delivery was not interrupted. Additionally, the customer was guided on placing the pump into storage mode before returning it.